Event description:
Patient reported their crown fell out due to the aligners. They also reported that a gap in their front two teeth has widened. Their dentist informed them that their treatment was poorly assessed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.